Manufacturer narrative:
(B)(4).

Event description:
The patient reports the charging system is indicating an ipg issue. In addition, the programmer is displaying a communication error. The patient reports he stopped receiving stimulation approximately 3-4 weeks ago. The patient states he last recharged his ipg and used his scs system approximately 90 days ago. The sjm representative confirmed the issue. The ipg is unable to communicate with the external devices. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient used his stimulation sporadically and never recharged his ipg between uses. The ipg had been inoperable for a few months. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. The patient reported the scs system does provide him effective stimulation.